Event description:
On (B)(6) 2024, a patient received a bipolar hip replacement. On an unknown date, the patient had an infection and dislocated. On (B)(6) 2026, a revision surgery was performed and the components were removed without replacement implants.